Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient for atrial tachycardia (at)/ atrial fibrillation (af) due to atrial undersensing on the right atrial (ra) lead, noted on stored ventricular tachycardia (vt) electrocardiograms. The ICD and ra lead remains in use. No further patient complications have been reported as a result of this event.